Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Patient had gotten an epidural injection. Hcp thought it was very close to where her battery site was. Patient had soreness in that site for several days. Hcp wanted rep to just check the stimulator. Impedances checked. Contact (B)(4). Patient was programmed around this contact and is getting very good coverage with the stimulator. All other contacts were good. Patient did say that the pain from injection had gone away. So, at the time of the programming, she had no battery site pain. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.